Event description:
It was reported that customer received excessive motor error alarm and a motor position encoder error. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 126 mg/dl. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.